Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 90% stenosed, de novo lesion located in the mid right coronary artery. A 2.75x28 mm xience pro stent was deployed at 14 atmospheres and a dissection was noted. Another xience pro stent was deployed, to cover the dissection. There was no interaction of devices. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.